Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 78 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Underlying medical history was not shared, beyond the patient being obese and with known calcification in the femoral artery. The cp was successfully placed and the groin site was handled with best practices in the cardiac catheterization lab. When the patient awoke and became restless and bent his leg. To maintain the groin site the team applied a knee immobilizer while in the ICU. The site did develop a hematoma. Pressure was held. There was bruising and the groin was soft to palpation. No other intervention was needed. While on support the device functioned as expected, p-9 with 3.4l/min flow with d5w with sodium bicarbonate in the purge solution. After just over 9 hours the team made decision to withdraw care. The death is conservatively being reported on the cp due to the inability to conclusively dissociate the product from the patient outcome. The pump is not available for return.